Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the tip across the sealant of a 5f mynx control vascular closure device (vcd) has been "splitted" besides the insertion of the mynx control into the unknown sheath. The sealant sleeve was frayed/split. The user mentioned that they held onto the device very short at the tip like they had learned. A new unknown device was used and it worked without any issues. There was no reported patient injury. The device was used in a diagnostic procedure. The procedure used a retrograde approach. An unknown 5f cordis avanti+ sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The device was inspected prior to use. The device was prepped and used according to instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, the sealant remained in the manufacturing position, and the sealant outer sleeve assembly showed evidence of the frayed/split/torn condition as received. No secondary damages or anomalies were observed on the returned device. The syringe was returned detached to the device, and the procedural sheath was not returned. Due to the condition observed, a dimensional analysis of the sealant sleeve slit was not possible. The overall length of the outer sleeve assembly was measured and noted to be within specification. Due to the damaged condition observed on the sealant sleeve, a csi introduction simulation could not be executed to evaluate the functional test for this complaint. Nevertheless, due to the exposure of the sealant to the exterior of the sealant sleeve, a functional test was executed to analyze a premature deployment difficulty condition, where the device showed that the mechanism was working as intended after the button 1 and 2 were fully depressing. It was observed that the sealant remained stuck to the delivery section, however, this could be attributed to the excessive amount of dry blood observed in this area. Visual inspection at high magnification showed that the sealant outer sleeve assembly was damaged, therefore the frayed/split/torn condition as received was considered. A product history record (phr) review of lot f2225801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant. However, the exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors and/or the condition of the sheath (although not returned) may have contributed to the frayed/split/torn condition of the sealant sleeves and the premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip across the sealant of a 5f mynx control vascular closure device (vcd) has been "splitted" besides the insertion of the control into the unknown sheath. The sealant sleeve was frayed/split. The user mentioned that they held on the device very short at the tip like they had learned. A new unknown device was used and it worked without any issues. There was no reported patient injury. The device was used in a diagnostic procedure. The procedure used a retrograde approach. An unknown 5f cordis avanti+ sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The device was inspected prior to use. The device was prepped and used according to instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation revealed that the sealant of the mynx control was prematurely exposed.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot f2225801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.